Event description:
Covidien received information stating that during patient use of the ht70 plus ventilator, an o2 sensor failure occurred. There was no negative consequences to the patient.

Manufacturer narrative:
The reported issue was verified. The returned oxygen (o2) sensor was attached to a failure investigative ventilator. Upon powering the ventilator on the device experienced a "o2 cylinder press not entered" that could not be cleared. The option to enter the cylinder pressure was not available in the advanced menu. The ventilator experienced an o2 sensor error. The mode was changed from "trans" to "hosp" and the cylinder menu became available. The cylinder option was disabled and the error message was cleared. The ventilator was allowed to run overnight without incident. The o2 error did not reoccur. (B)(4).